Event description:
No weight was removed during patient treatment. There was no injury or medical intervention. The gambro technical services rep was unable to duplicate but replaced the ultrafiltration pump thermal fuse as a precaution.